Manufacturer narrative:
Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted transistor, designator q7.

Event description:
The customer contacted physio-control to report that their device was delivering the wrong level of defibrillation energy during testing. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed event codes logged in the device's memory. One event code logged is indicative of a failure of the device to deliver defibrillation energy. The other event code is indicative of the device delivering a monophasic shock.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issues. Physio replaced the device's therapy pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was delivering the wrong level of defibrillation energy during testing. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed event codes logged in the device's memory. One event code logged is indicative of a failure of the device to deliver defibrillation energy. The other event code is indicative of the device delivering a monophasic shock.